Manufacturer narrative:
(B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction code: it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6013106 was provided, however, as no product malfunction was alleged: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required, nor corrective and preventive action (CAPA) plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that on (B)(6) 2026, the patient experienced pain at the insertion site and reported elevated blood glucose levels of 300 mg/dl. Due to the high blood glucose levels, the patient sought medical attention at the emergency room. The hyperglycemia was managed at the hospital using an insulin pump.